Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 06-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criterion medically significant), pain ("the entire body became painful for no pertinent medical reason"), headache ("headaches"), amnesia ("memory loss"), fatigue ("little by little, extreme tiredness set in, again without any identified reason"), myalgia ("muscle pain in arms, wrist, back and legs"), disturbance in attention ("concentration problems"), toothache ("dental pain"), paraesthesia ("tingling in the hands and feet"), ear pruritus ("itching in the ears"), balance disorder ("loss of balance"), nervous system disorder ("my brain refuses to communicate with my inner ears, which makes me dizzy constantly"), dizziness ("my brain refuses to communicate with my inner ears, which makes me dizzy constantly"), lactose intolerance ("lactose intolerance") and diarrhoea ("diarrhea"). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, headache, amnesia, disturbance in attention, toothache, paraesthesia, ear pruritus and diarrhoea outcome was unknown and the pain, fatigue, myalgia, balance disorder, nervous system disorder, dizziness and lactose intolerance had not resolved. The reporter considered amnesia, balance disorder, diarrhoea, disturbance in attention, dizziness, ear pruritus, fatigue, headache, lactose intolerance, menorrhagia, myalgia, nervous system disorder, pain, paraesthesia and toothache to be related to essure. The reporter commented: patient¿s current status: she was currently 51 years old and she feels like she is living in the body of a 90 year-old. Every movement creates pain: carrying a bag, going shopping. She has serious unexplained ear, nose and throat problems, everything works except her brain refuses to communicate with her inner ears, which makes her dizzy constantly. She has no balance, she has to walk with a cane, she can almost no longer drive except for local trips, she has to have someone accompany her for her medical appointments that are more than 30 km from her home. She has no reason to find herself in this state, no real medical cause apart from the essure devices releasing heavy metal particles in her body. After several appointments that ruled out all other cause, only this one remains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criterion medically significant), pain ("the entire body became painful for no pertinent medical reason"), headache ("headaches"), amnesia ("memory loss"), fatigue ("little by little, extreme tiredness set in, again without any identified reason"), myalgia ("muscle pain in arms, wrist, back and legs"), disturbance in attention ("concentration problems"), toothache ("dental pain"), paraesthesia ("tingling in the hands and feet"), ear pruritus ("itching in the ears"), balance disorder ("loss of balance"), nervous system disorder ("my brain refuses to communicate with my inner ears, which makes me dizzy constantly"), dizziness ("my brain refuses to communicate with my inner ears, which makes me dizzy constantly"), lactose intolerance ("lactose intolerance") and diarrhoea ("diarrhea"). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, headache, amnesia, disturbance in attention, toothache, paraesthesia, ear pruritus and diarrhoea outcome was unknown and the pain, fatigue, myalgia, balance disorder, nervous system disorder, dizziness and lactose intolerance had not resolved. The reporter considered amnesia, balance disorder, diarrhoea, disturbance in attention, dizziness, ear pruritus, fatigue, headache, lactose intolerance, menorrhagia, myalgia, nervous system disorder, pain, paraesthesia and toothache to be related to essure. The reporter commented: patient¿s current status: she was currently (B)(6) and she feels like she is living in the body of a 90 year-old. Every movement creates pain: carrying a bag, going shopping. She has serious unexplained ear, nose and throat problems, everything works except her brain refuses to communicate with her inner ears, which makes her dizzy constantly. She has no balance, she has to walk with a cane, she can almost no longer drive except for local trips, she has to have someone accompany her for her medical appointments that are more than 30 km from her home. She has no reason to find herself in this state, no real medical cause apart from the essure devices releasing heavy metal particles in her body. After several appointments that ruled out all other cause, only this one remains. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.